Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3567 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after the PICC catheter was successfully inserted, the guide wire in the catheter was blocked during extraction, which caused the guide wire to elongate and become thinner during pulling, and eventually caused the guide wire to break in the tube, resulting in unsuccessful puncture.